Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon catheter entrapment on guide wire occurred the target lesion was located in a moderately calcified and mildly tortuous proximal left anterior descending (lad) artery. An unknown stent was implanted. A 20mm x 3.25mm nc quantum apex balloon catheter was used for post-dilation. The catheter balloon froze on a non-bsc guide wire when advancing and could not remove the device without withdrawing the whole unit. The procedure was completed with another of same device. No patient complications were reported. Excellent results were obtained. The patient procedure was successful.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).